Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the waveform for the co2 monitor became rounded during ventilator use, suggesting a leak in the filter. The filter was replaced and the waveform returned to normal shape. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no abnormalities were observed on the filter and it was found that it was assembled correctly. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. In the current manufacturing procedure, 100% leak testing during the assembly process and 100% visual inspection is conducted at the packing area. Any defective products would be detected prior to release from the manufacturing facility.

Event description:
Customer complaint alleges the waveform for the co2 monitor became rounded during ventilator use, suggesting a leak in the filter. The filter was replaced and the waveform returned to normal shape. No patient harm or injury reported.